Event description:
The complainant reported during impella 5.5 support, a hematoma was found on computed tomography scan. The patient was switched to argatroban and one unit of packed red blood cells were given.

Manufacturer narrative:
A.4 and a.6 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: no product was returned for investigation. Hematoma: hematoma was noted in computed tomography scan. The location of hematoma and the treatment were unclear from the provided clinical details. The root cause of the injury was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Device history review: the device passed all the post sterile inspection checks.